Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. One single-frame fluoroscopic video review was provided and reviewed. The single frame film depicts the denali filter in the left pulmonary artery; the filter¿s long legs appear to be tethered together. The video illustrates an incompletely opened filter deployed in the vena cava via a femoral access. The device migrates progressively toward the right heart and ultimately lodges in the left pulmonary artery. Therefore, investigation is confirmed for the reported activation failure including expansion failures as the filter¿s long legs appear to be tethered together and, investigation is confirmed for the reported migration as the device migrates progressively toward the right heart and ultimately lodges in the left pulmonary artery, and the investigation is inconclusive for the reported difficult to remove as no objective evidence was provided. A definitive root cause for the activation failure including expansion failures, migration and difficult to remove could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an inferior vena cava filter placement procedure, the filter allegedly failed to expand. It was further reported that the filter allegedly migrated, and thus jugular vein was cannulated, then the filter migrated to right atrium and further the femoral vein was punctured to remove the filter that migrated to left pulmonary artery. It was further reported that the filter allegedly could not be retrieved by interventional means, so the doctor prepared to undergo surgical removal of the filter. The current status of the patient is unknown.

Event description:
It was report during a vena cava filter placement procedure via the femoral vein, it was found that the filter allegedly failed to open, as it was not anchored and suspended in the inferior vena cava. It was further reported that the operator immediately planned to retrieve the filter by jugular vein puncture but the filter had allegedly drifted to the cardiopulmonary direction with the blood circulation and could not be retrieved by interventional means. The current status of the patient is unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a video and image were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 01/2027) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.